Event description:
It was reported that during a da vinci si myomectomy procedure, a piece of the permanent cautery spatula instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
On august 30, 2013, intuitive surgical, inc. (Isi) contacted the site's da vinci coordinator. According to the da vinci coordinator, the surgeon was performing lysis of adhesions when the permanent cautery spatula (pcs) instrument broke. The broken instrument piece was retrieved laparoscopically through an assistant port. No additional surgical procedure or x-ray was required to locate the instrument fragment. The da vinci coordinator confirmed that there was no harm to the patient and the procedure was completed with a replacement pcs instrument. Reportedly, the patient tolerated the procedure well and recovered well. No other information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument was returned with the conductor cap detached from the clevis ear. The conductor cap was missing. It was concluded that the breakage was likely due to overloading at the tip. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the spatula tip had visible char marks. It was concluded that the charring occurred as a result of high generator settings. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damage the instrument's main tube were likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.